Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "they place the uniperc which immediately leaks". (This product malfunction reported under (B)(6). They examine another one, which has a crack in it. There was patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one used and decontaminated sample was returned for investigation. Under visual inspection the sample appeared to be in good condition. The inflation test was repeated on the received sample. It was found that sample cannot pass this 12 hour test - cuff was deflating during inflation. Source of leak was found to be tear in inflation lumen. The leak complaint was confirmed. No cracks or any signs of damage were observed. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. No trend of similar customer complaints was identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.